Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation and review of the transmission revealed that the right ventricular (RV) lead exhibited noise over-sensing which resulted in pacing inhibition. As the patient was pacemaker dependent, the RV lead was capped and replaced on (b)(6) 2026. The patient remained stable throughout the procedure.